Event description:
A stryker sales rep attended a plif using loan xia kit. During use of the compressor, the metal spring support on inside of compressor arm broke. No apparent adverse effects.

Manufacturer narrative:
The device was not returned for evaluation. The reported failure is a known issue for the diapason compressor. Based on previously reported failures, the spring of the instrument is broken possibly due to repeated tension and use over time. A design change has been implemented to improve the mechanical function of the spring.